Event description:
It was reported that a patient had peritonitis. Additional information was not provided.

Manufacturer narrative:
Additional information: g1, h10 plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a probable temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler ul, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. However, it is a well-known fact that individuals undergoing pd for renal replacement therapy (rrt) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler ul and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty cycler ul and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had peritonitis. Additional information was not provided.